Event description:
It was reportedly that a device was used during a lap cholecystectomy. The device broke in half and fell into the pt. The surgeon was able to retrieve the broken piece. The case was completed with another device. There were no consequences to the pt.